Manufacturer narrative:
The synergy xd mr ous 2.25 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08/09/2021. It was reported that crossing difficulties occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The 2.25 x 24mm synergy xd mr ous drug eluting stent was introduced for treatment but was unable to cross the target lesion due to calcification and angulation. The procedure was completed with a different device. There were no patient complications reported and the patient condition was fine. However, returned device analysis revealed stent damage.